Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 401 mg/dl at the time of the incident and the current blood glucose was 383 mg/dl. The customer informed that they were having trouble getting the sensor to calibrate with the insulin pump. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.